Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the stylet had failed to advance into the left ventricular (lv) lead. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of failure to advance stylet was not confirmed. As received, a complete lead was returned. The lead was evaluated with the stylet and did not find any restriction/obstruction. Visual and x-ray examination did not find any anomaly on the lead. Electrical testing was normal.